Event description:
It was reported that balloon detachment occurred requiring additional intervention. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for use. However, during the procedure, the balloon catheter was caught in the lesion and separated. The device was removed using guidezilla guide-catheter and the other balloon. The procedure was completed with another of the same device without any patient complications reported. The patient remains stable post-procedure.

Manufacturer narrative:
The nc emerge mr, ous 4.00mm x 12mm, was returned for analysis. Visual and tactile inspection revealed the balloon was subjected to positive pressure and was returned in a deflated state. No issues were noted with the hypotube shaft. Microscopic analysis revealed a pinhole 1 mm distal from the distal markerband. All blades were fully bonded on the balloon and did not show any signs of damage. No damage was noted on the shaft polymer extrusion, tip profile, and markerbands. An attempt was then made to inflate the balloon to rated burst pressure however the inflation liquid was coming from the pinhole.

Event description:
It was reported that balloon detachment occurred requiring additional intervention. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for use. However, during the procedure, the balloon catheter was caught in the lesion and separated. The device was removed using guidezilla guide-catheter and the other balloon. The procedure was completed with another of the same device without any patient complications reported. The patient remains stable post-procedure.